Event description:
Additional information received reported the cause of the event was not determined but the event was not device related. Reprogramming of the device was performed. It was unknown if the patient experienced a loss of therapeutic effect or a loss of stimulation. It was reported that the patient recovered without permanent impairment. If additional information is received a follow up report will be sent.

Event description:
It was reported the patient was implanted 12 days prior to their call. The device was implanted in their hip just below their rib cage. They have had to recharge once and the recharging process is working fine. The patient stated that currently their device is not turned on all the way but is schedule to be completely turned on and programmed at their next appointment. Currently the stimulation covers the pain that it was implanted to cover, which is their left side from their eye to their foot. They are hoping that when the device is turned on fully and additional programs are set, that it will cover other pain that is in their middle to lower back. The patient noted they don¿t have a lot of solutions for their pain. The patient further reported that on rare occasions they will have an episode in which when they sit down their hands start shaking, their vision goes fuzzy and their stomach feels queasy. This happens whether the device is on or off and was happening prior to their implant. It has recently gotten worse and the episodes last for 10 to 20 minutes and then they pass. These same episodes also occur when the patient has a neurological exam. The patient has also noticed that since they were implanted that they have to turn down the stimulation in order to sit, and if they raise their voice, sneeze or cough, the stimulation jolts them. Despite the issues reported, the patient stated their current stimulation has helped them to reduce the amount of medication they were on. At the time of the report the patient was still very immobile and did not do much of anything besides sit in their chair. Occasionally they are able to get out but most of the time they don¿t want to because they are in terrible pain despite the device and pain medications. The patient noted their trial was amazing with only 8 active contacts and know that when all 16 contacts are active it on their implant, ¿will be awesome¿. No interventions or outcome was provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97792, lot# n468108, implanted: (B)(6) 2014, product type: accessory; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).